Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs on an unknown date. Post-operatively, patient developed severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Event description:
It was reported that in (B)(6) 2008, patient began experiencing left leg numbness and, underwent an MRI of his lumbar spine. The report indicated: (1) mild to moderate findings at l3-l4, l4-l5, and l5-s1; (2) disc space narrowing and a mild bulge at l4-s1 with a paramedian disc protrusion; and (3) mild canal and mild to moderate foraminal encroachment. In (B)(6) 2009, patient sought medical treatment. On (B)(6) 2009, patient underwent x-rays of his lumbar spine which revealed no disc space narrowing and only very minimal anterolisthesis of l2-l3, noting diffuse osteophytes and vascular calcification. Later patient underwent 4 surgeries 2009 to 2013. In (B)(6) 2009, patient underwent surgery on lumbar spine installing hardware and an axialif plug. The patient was implanted with rhbmp -2/acs. Post-op, patient alleged that she suffered from extreme lower back and buttock pain that was much worse than the pain he experienced prior to the surgery. In (B)(6) 2009, a post-operative CT scan revealed that improperly placed bmp-2, which had not been placed in the required lt-cage, had extruded and was causing severe nerve impingement; the very issue the first surgery was supposed to remedy for which patient has to undergo an ¿axialif redo. On (B)(6) 2009, patient underwent surgery to remove the extruded material from the previous axialif. The patient was implanted with rhbmp-2/acs. Allegedly post-op, patient continued to suffer from increase lower back pain, gaining no relief from the ¿redo¿ surgery. On (B)(6) 2010, patient underwent an emg procedure. The emg revealed that the left l5-s1 radiculopathy was still present, despite the two surgeries. On (B)(6) 2010, an MRI at wch revealed recurrent l5 herniation. Upon information and belief, on (B)(6) 2010, at wch, patient underwent surgery consisting of a revision of a left l4-l5, l5-s1 lamin oforaminotomy. The operative report also noted that there was ¿extensive scarring¿ associated with the previous surgeries. No implants were listed on the implant log. In a post-operative x-ray taken on (B)(6) 2010, the radiologist¿s report noted ¿diffuse hypertrophic spurring¿ in patient's lumbar spine. On (B)(6) 2011, another x-ray noted ¿spurring¿ in this same location, and on (B)(6) 2011, an MRI report indicated that despite having undergone three surgeries, patient still had a bulging disc at l5-s1. On (B)(6) 2012, patient underwent another revision surgery to address the problems on patient¿s l4-l5 and l5-s1. Operative notes indicate that surgeon encountered a ¿tremendous¿ and ¿immense amount of scar¿ tissue in the l5-s1 area. After three failed revision surgeries, surgeon continued to report that patient was not responding to non-operative means. Since the failed surgeries under surgeon's care, patient has not worked a single day. He is now suffering under complete disability as the result of constant, extreme pain.

Manufacturer narrative:
(B)(6).